Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta), the balloon catheter was reported to have burst and shaft separated. A pta procedure was being performed to a recurrent luminexx stent (bard) restenosis in the left brachial dialysis graft. The balloon catheter was used to dilate the stenosed stent segment. The lesion was atheromatoric with 70% restenosis and plain cells proliferation. A manual syringe was used to inflate balloon with 50%/50% saline to contrast ratio, however, the balloon burst. The burst pressure was estimated to be three to four atmospheres, since the true pressure is unk, given that an indeflator was not used. Attempts to retrieve the pta system though the 6f sheath was made, however, while trying to remove the system, the balloon catheter shaft was detached. The proximal part was inside the sheath and the distal part, including the balloon, was partially stuck in the distal tip of the sheath. Subsequently, the sheath and pta system were retrieved as one unit over the guidewire without any loss of product (wholly or partly) in the pt. The guidewire was not removed and another pta balloon catheter was used to end the procedure successfully. There was no adverse consequence to the pt.